Manufacturer narrative:
Manufacturer reference number: (B)(4). Patient information not provided; UDI not provided; re-processing information not provided. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a sleeve gastrectomy, the device was unable to be passed through esophagus into stomach due to difficult anatomy. Competitive product (visigi) was then utilized. There was no patient injury. Patient was readmitted for a distal esophaeal tear, which was repaired by the bariatric surgeon. Reason product not returned: product was discarded. Tal representative, or healthcare professional?

Manufacturer narrative:
(B)(4).

Event description:
Based on additional information received, it was believed that the esophageal tear was a result of the device, however, not necessarily a malfunction of the device as it was previously reported that the patient had difficult anatomy. The issue was resolved by suturing the tear and the patient has continued to have issues as a result of the incident. Stents were placed. No further information has been provided to date.